Event description:
This sjm mechanical heart valve (unknown model/serial) was implanted 15 years ago. Due to a paravalvular leak that worsened over the years, the valve was explanted and replaced with a tissue valve (unknown model/serial) because the patient is now (B)(6) years old. The surgeon does not allege this event was caused by the valve and no further information is expected to be received.

Event description:
This 27 mm sjm masters standard aortic mechanical heart valve was implanted 15 years ago. Due to a paravalvular leak that worsened over the years, the valve was explanted and replaced with a tissue valve (unknown model/serial) because the patient is now (B)(6) years old. The surgeon does not allege this event was caused by the valve and no further information is expected to be received.

Manufacturer narrative:
Gtin number: unknown.

Manufacturer narrative:
(B)(4). The results of this investigation concluded a chip in one of the pivot guards and both leaflets were fully mobile. There was no evidence of material defect in the carbon coating that may have caused or contributed to the orifice damage. Rather, the orifice damage was caused by some external force applied to the orifice, which overstressed the carbon material and resulted in the damage. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown. Information from the field indicated the surgeon did not allege the reported paravalvular leak was caused by the valve.